Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit machine was not working on batteries.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b3,b4,e1(name&email),e2,e3,g3,g6,h2,h10,h11 corrected data: b5,b6,b7,d10,h6(clinical & impact).

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit machine was not working on batteries. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked and found the battery back up of the unit to be low. So, in order to fix the issue, the fse replaced the batteries. The unit was then working ok and was handed over to the customer in proper working condition.

Event description:
N/a.